Event description:
It was reported that the pump miscalculated boluses. Customer¿s blood glucose level was "high" although specific value not provided. Customer did not provided how bg was addressed. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.